Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max, a neuron 6f select catheter, a penumbra system 3max reperfusion catheter, and a penumbra system 5max ace reperfusion catheter over a non-penumbra guide wire. During the procedure, the physician was able to successfully remove thrombus. Following the procedure, a magnetic resonance imaging (MRI) revealed an artifact in the mca.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Images were provided to the manufacturer; however, after further review by a medical professional, the manufacturer was unable to determine what the foreign body was. The materials in the catheters include coating, polymers, and metals. Neither the coating or polymers would show up on fluoroscopy. The metals the manufacturer uses are platinum, nitinol, and stainless steel. Neither nitinol or stainless steel are visible under fluoroscopy. The platinum used, is a large solid marker band, much larger than what is observed. Also, a large marker would be visible on a computed tomography (CT); however, the CT provided was clear. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00755, 00756, 00758 and 00759. Device was disposed of by the hospital.